Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient (pt) who was I mplanted with an implantable neurostimulator (ins). It was reported that spinal cord stimulation (scs) full system explant due to ¿inefficacy¿. The issue was resolved.